Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with history of previous trauma and the inability to be anticoagulated was scheduled for preoperative inferior vena cava filter placement. The right internal jugular vein was accessed, the ivc filter was deployed in an infrarenal location. Patient tolerated the procedure well with no immediate complications. It was noted with further clinical review of this file, the patient alleged to experience left sided chest pain, a CT scan revealed one or two foreign bodies protruding from the right ventricular apex with a small pericardial effusion, no tamponade. Patient underwent ivc filter retrieval via the jugular vein without difficulty, then proceeded with open chest surgery. Located on the outside tip of the right ventricle was a wire like projection protruding from the apex. The wire like projection was retrieved. With a CT scan and further discussion between the surgeon and radiologist it was felt only one leg was missing from the inferior vena cava filter. The decision was made to terminate the procedure. Upon completion, the heart was spontaneously defibrillated, no blood was present in the pericardium or right pleural space. There was a good femoral pulse, all incisions were closed and the patient was transported to intensive care in stable condition. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years two months post filter deployment, a CT scan revealed one or two foreign bodies protruding from the right ventricular apex with small pericardial effusion, no tamponade. Patient underwent ivc filter retrieval via the jugular vein without difficulty, then proceeded with open chest surgery. Located on the outside tip of the right ventricle was a wire like projection protruding from the apex. The wire like projection was retrieved. With a CT scan and further discussion between the surgeon and radiologist, it was felt only one leg was missing from the filter. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014); (07/2011). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts detached and perforated into organs. The patient allegedly experienced shortness of breath, chest pain, insomnia, and pericarditis. Furthermore, the filter was removed, and filter struts were removed via an open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and two months post deployment, the patient experienced left sided chest pain repeatedly and computed tomography revealed two linear 2-3 cm metallic foreign bodies protruding through the wall of the right ventricle near the apex which had a similar appearance to the inferior vena cava filter legs. Around two days later, computed tomography of abdomen, pelvis and chest was performed for a patient before undergoing robotic heart surgery. A single linear metallic density measuring 2.2 cm was noted. Also, an inferior vena cava filter was seen with 15 struts which was previously noted to have 16 struts on computed tomography examination taken around one year and nine months before. It has been concluded that the metallic density in protruding through the wall of the right ventricle represented a migrated strut of the inferior vena cava filter. Around four days later, the patient had experienced left sided chest pain and computed tomography revealed that one or two foreign bodies protruding from right ventricular apex. There was a small pericardial effusion but no tamponade was found. On further examination of the filter, it was found that one of the legs was fractured. The patient underwent removal of inferior vena cava filter through jugular vein without any difficulty. A post computed tomography scan did not show any complication. The computed tomography scan showed that the patient was a good candidate for femoral perfusion, and it was necessary to remove the foreign body from the right ventricle and chose to do this through the right chest. The right atrium was opened through oblique incision and the physician looked through the tricuspid valve. The tip of the right ventricle had a wire like projection coming out of the apex. This was carefully removed and it came out as a single wire. This was the foreign body that was present and removed, while closing the right atrium. A further review through computed tomography scan demonstrated 1 missing leg from the inferior vena cava filter. Around three months later, computed tomography of chest was performed for a patient with left chest pain. It was found that previously seen metallic inferior vena cava spine was not seen in the right ventricular apex and no distal embolization pulmonary arterial system. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, d4 (expiry date: 07/2014), g3, h6 (patient, method, conclusion). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts detached and perforated into organs. The patient allegedly experienced shortness of breath, chest pain, insomnia, and pericarditis. Furthermore, the filter was removed, and filter struts were removed via an open chest procedure. The current status of the patient is unknown.